Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated by olympus and the bending section glue was found to be separated. The customer provided the cleaning, disinfection and sterlization (cds) processes performed onsite. During pre-cleaning, water is asiperated through the insturnment channel and water is flushed through the air/water, balloon and forceps channel/area around the distal end. The customer uses aniosyme x3 during both precleaning and manual cleaning. Using brushes from asep inmed (ref 201783) and olympus (bw-400 l). The scope was manually disinfected with anioxyde 1000. The scope was stored horizontally and olympus is the company used for the repair and maintenance of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unspecified 138 and 150 colonfy forming units (cfus) microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, prior to use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.